Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. At the changeout, when the leads were connected to the new guidant device, the atrial and ventricular pacing impedances increased over the the impedance measurements with the old device. Additional information was received stating the rv impedance was out-of-range. An invasive procedure was performed, and the set screws of both the ra and rv leads were tightened. The impedance measurements were then normal. The leads remain in service.